Event description:
After a green code activation (cardiac arrest) from a ward room, medical personnel assisted the pt and began CPR. The respiratory therapy tech noted an obstruction in the airway path from the ventilator to the pt. Ventilator was a bivd 8400 sti. The tech removed the breathing circuit filter mentioned in this report from the ventilator and the unit started to cycle correctly. The tech re-installed the filter to the unit and once again the ventilator stopped cycling. Because of this problem with the filter, the pt's physician ordered the permanent removal of the filter from the ventilator. After reviewing the filter by hosp, a determination was made that the filter was occluded. More filters with the same problem were found in the same lot#. The pt was successfully recovered from the cardiac arrest and was re-connected to the same ventilator without the filter. The pt was admitted to the ICU after the event.